Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and visible anomalies" and "rupture right side and axillar siliconoms".

Event description:
Patient representative reports patient with "pain and visible anomalies on the right breast and on the axillar area. MRI showed a rupture right side and axillar siliconomas". Device has been explanted.